Event description:
The olympus employee reported on behalf of the customer that the video system center had no image when the paddle was put in the box. The issue during the beginning of a therapeutic percutaneous nephrolithotomy pcnl procedure. Reportedly the procedure was delayed and the delay was reported to be "less than an hour" in getting a new camera. No report of patient harm.